Manufacturer narrative:
The customer's report was initially observed during initial testing by a zoll field representative at the customer's site. The device was returned to zoll medical corporation and put through extensive testing without duplicating the report. The device logs do not capture display issues. Internal inspection found no discrepancies. The color cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.